Event description:
It was reported that there had been a volume discrepancy during the past few refills. The residual volume was greater than expected. The drug used in the pump at the time of the event was not known. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: patient had visited the physician during which pump medication was not adjusted and no surgical intervention was planned. Patient still had problems with the device; at the last refill healthcare provider got "7 cc more than expected¿. Pump had not alarmed; rotor study was not done. Drug delivered via the pump was fentanyl. Additional information has been requested from the hcp, but was not available as of the date of this report.